Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise without oversensing and intermittent rv non-capture on stored atrial tachy response (atr) episodes. A request was made to have data from this device analyzed, before scheduling rv lead revision within the next month. Review of rv pace impedance trends showed an abrupt change in measurements from ~300 ohms to ~600 ohms and back to ~300 ohms, which correlated with recent office interrogation and programming changes to from bipolar to unipolarin july 2024. The observed intermittent rv non-capture occurred while the rv was programmed to bipolar pacing. Bipolar rv pacing threshold measurements were 2.3-2.5v in late 2021 and early 2022, and the device was programmed from bipolar to unipolar rv pacing in april 2022. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise without oversensing and intermittent rv non-capture on stored atrial tachy response (atr) episodes. A request was made to have data from this device analyzed, before scheduling rv lead revision within the next month. Review of rv pace impedance trends showed an abrupt change in measurements from ~300 ohms to ~600 ohms and back to ~300 ohms, which correlated with recent office interrogation and programming changes to from bipolar to unipolarin july 2024. The observed intermittent rv non-capture occurred while the rv was programmed to bipolar pacing. Bipolar rv pacing threshold measurements were 2.3-2.5v in late 2021 and early 2022, and the device was programmed from bipolar to unipolar rv pacing in (B)(6) 2022. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was returned for analysis, thus explanted as surgical intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise without oversensing and intermittent rv non-capture on stored atrial tachy response (atr) episodes. A request was made to have data from this device analyzed, before scheduling rv lead revision within the next month. Review of rv pace impedance trends showed an abrupt change in measurements from ~300 ohms to ~600 ohms and back to ~300 ohms, which correlated with recent office interrogation and programming changes to from bipolar to unipolarin (B)(6) 2024. The observed intermittent rv non-capture occurred while the rv was programmed to bipolar pacing. Bipolar rv pacing threshold measurements were 2.3-2.5v in late 2021 and early 2022, and the device was programmed from bipolar to unipolar rv pacing in (B)(6) 2022. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was returned for analysis, thus explanted as surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that only the distal segment was returned severed approximately 520 millimeters (mm) from the tip end. Testing was completed to assess lead segment electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.